Manufacturer narrative:
Follow-up received on 10-feb-2016: despite of follow-up attempts no response was received to date. Case considered to be closed. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and presented heavy bleeding for 15 days until becoming anemic. She had to have an ablation and at the moment of the report, she was scheduled for a surgery (salpingectomy with essure removal).the lawyer also stated unspecified procedures and medical treatment were required. This event, seen as genital bleeding, is listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since an intervention was required (ablation) and another one is scheduled (salpingectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Internal correction done 15-dec-2015 based on information received on 23-oct-2015 initial receipt date amended. Follow-up information received on 15-dec-2015: the case (B)(4) was identified as duplicate of this remaining case and will be deleted from bayer's database. All relevant information from deleted case was transferred to this remaining case. This is now a legal case, since summons was received. After the device was implanted, plaintiff experienced severe constant daily pain, severe painful cramping, migraines, severe abdominal, ovarian, and pelvic pain, sharp, stabbing pains, pain during intercourse, heavy bleeding, hives, cysts, emotional pain and mental anguish. An uterine ablation was performed in (B)(6) 2012 to control the heavy bleeding. It was also reported, she has undergone numerous procedures and required medical treatment. Follow-up from 15-dec-2015: no new information was provided. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and presented heavy bleeding for 15 days until becoming anemic. She had to have an ablation and at the moment of the report, she was scheduled for a surgery (salpingectomy with essure removal).the lawyer also stated unspecified procedures and medical treatment were required. This event, seen as genital bleeding, is listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since an intervention was required (ablation) and another one is scheduled (salpingectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2015-01615. Follow-up information received on 20-apr-2016 - legal claim provided: essure was inserted for permanent birth control. After undergoing the procedure, the consumer began experiencing long, heavier cycles that occurred irregularly. These cycles were accompanied with severe pelvic pains and cramping, as well as excessive bleeding. Further, during times where she was not menstruating, she experienced constant pelvic pains, painful intercourse and severe migraine headaches. On about (B)(6) 2012, the consumer visited a medical facility for the unnatural menstrual cycles, as well as the constant pain and cramping. To cure the irregular periods and pelvic pains, she underwent an endometrial ablation procedure, which failed to cure any of the problems - she continued to have irregular periods accompanied by severe bleeding and cramping. Further, migraine headaches increased in frequency as the coils remained in her body. In (B)(6) 2015, the consumer sought treatment again for the pain, irregular bleeding and migraine headaches. She had the coils and the fallopian tubes removed to cure the pain and anguish suffered as a result of the devices company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain and heavy bleeding/long, heavier cycles. She had to have an endometrial ablation and later a salpingectomy with essure removal. These events are listed in the reference safety information for essure. Considering abnormal genital bleeding, menses pattern changes and pelvic pain may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since surgical interventions were required, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5056145) in united states on 23-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. She had as concurrent condition allergy to nickel and was receiving the following concomitant medication: percocet (oxycocet), amitriptyline (amitriptyline), fioricet (axotal [butalbital,caffeine,paracetamol]), allergy medicines and cyclobenzaprine (cyclobenzaprine). Consumer reported she experienced heavy bleeding for 15 days until becoming anemic. She had an ablation done in 2012 and pain afterwards that never got resolved. One of her coils was not in the fallopian tube, but in her uterus. She is scheduled for surgery in 2015. She stated that it will be resolved in this year with salpingectomy with essure coils removal. Also, she has been battling hives for 3-4 months. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Fup received on 17-nov-2015: consumer's information updated. Internal correction done 15-dec-2015 based on information received on 23-oct-2015 initial receipt date amended. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented heavy bleeding for 15 days until becoming anemic. She had to have an ablation and at the moment of the report, she was scheduled for a surgery (salpingectomy with essure removal). This event, seen as genital bleeding, is serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since an intervention was required (ablation) and another one is scheduled (salpingectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.